Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The consumer reported that there was poor coupling with recharging. The consumer reported that the patient was having charging difficulty. The consumer reported that the patient was having difficulty maintaining coupling bars. The consumer reported that the patient would get 8 bars and the would lay down and wouldn¿t be moving and the bars went away. The consumer reported that they taped the antenna to the patient¿s back. The consumer reported that they talked with a manufacturer¿s representative (rep) and suggested to try adhesive discs. No further complications were reported.